Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A supplemental report will be submitted with new details if they become available. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used intraoperatively in left radical laparoscopic nephrectomy. During the resection of the kidney, the device was able to cut, but does not staple the tissue and began to bleed. The surgical time was extended due to the concern. A new device was used to resolve the issue. The patient is alive with no injury.